Event description:
Status post bilateral subglandular inframammary gels (unk size/type/MFR-no records) for augmentation. Complains of decreased left side for yrs as well as slow increase rt side. No history of trauma. They have changed shape and are harder. The pt had history of 2 closed capsulotomies within the 1st yr post-op. Pt complains of some local breast pain for 10 yrs. In addition pt has systemic complaints which include arthralgias plus am stiffness, upper greater than lower and rt greater than left, myalgias, spasms, fatigue, sleep disturbance, constant sore throats, hot flashes/chills, visual disturbance, memory loss, dry mucus membranes, hair loss, rashes, sensitivity to sun/cold (positive raynaud's), shortness of breath, hypertension, increased cholesterol, gi/gu disturbance and irregular periods. Pt is otherwise healthy.